Event description:
It was reported that a user experienced hyperglycemia while using the ilet following an unannounced meal, with glucose rising from approximately 240 mg/dl to a peak of 360 mg/dl and later trending downward; the user reported no occlusion alerts and no evidence of site or pump leakage. Symptoms included elevated blood glucose. Outcomes included no hospitalization and self-management at home. Investigation included a user interview and troubleshooting education focused on meal announcement practices and review of device alerts. Investigation of this case revealed no device alarms or mechanical issues and indicated a missed meal announcement as the likely contributor to postprandial hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-related, specifically missed meal announcement.